Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced chronic groin pain, constant need to take pain relief, bloated stomach, fatigue, and unable to have sexual intercourse due to chronic pain. It was suspected permanent damage to nerve in the right leg. The patient is unable to stand for long periods of time and sit on the right buttock. Additional information has been requested.